Manufacturer narrative:
The pod was received partially deployed with the formed needle extended past the bottom housing window. Upon opening the pod, it was observed that the linkage assembly was slightly extended and not fully in the undeployed state, the release bar was released from the ratchet gear, and the cam finger was dropped in its post-deployment state, indicating that firing of the needle mechanism had been initiated. It was observed that the upper tine of the mechanism spring was not crimped to the linkage assembly, thus sitting loose underneath the linkage arms. Closer inspection of the linkage arms revealed that a fold over tab of the linkage arm had broken off completely from the linkage assembly. The broken-off fold over tab of the linkage assembly fell out of the pod during pod opening. The investigation found that during firing of the needle mechanism, the fold over tab broke off from the linkage assembly, releasing the upper tine of the mechanism spring. This damage to the linkage assembly prevented the mechanism spring from fully deploying the linkage assembly and resulted in the needle mechanism failing to deploy fully as intended. The exact cause of the damage to the linkage assembly could not be determined. The fluid couldn't pass through the fluid path because of the exposed hard cannula. The bottom battery of the pad was found to be depleted. The cause of the depletion is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract back into the pod.